Event description:
During the atrial fibrillation (afib) procedure, it was reported while using a navistar catheter, the stocket generator stopped delivering energy during the third ablation session in the left atrium. The error message on the stockert generator was catheter error. During troubleshooting process, cables were disconnected and sequentially reconnected. A new cable was used to reconnect the navistar thermocool catheter however upon connecting the navistar thermocool catheter, a huge amount of interference was observed on all surface ECG and intracardiac signals. Additional information received on (B)(4) 2012 stated the noise occurred on both the carto system and the ep recording systems. The signals were not interpretable. The navistar thermocool catheter was also replaced and the issue was resolved. The procedure continued without any further issues and was completed without patient's consequence. At the end of the case, two of the previously used cables were reconnected to the functional navistar thermocool catheter and one of these cables was causing interference on intracardiac signals and body surface ECG. Based on the additional information received this complaint now becomes reportable, alert date is reset to (B)(4) 2012. Navistar thermocool catheter was reported under MDR report 9673241-2012-00387 (ref: (B)(4)).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
Navistar thermocool catheter was reported under MDR report 9673241-2012-00387 (ref: (B)(4)). (B)(4).

Manufacturer narrative:
(B)(4). During the atrial fibrillation (afib) procedure, it was reported while using a navistar catheter, the stocket generator stopped delivering energy during the third ablation session in the left atrium. The error message on the stockert generator was catheter error. During troubleshooting process, cables were disconnected and sequentially reconnected. A new cable was used to reconnect the navistar thermocool catheter however upon connecting the navistar thermocool catheter, a huge amount of interference was observed on all surface ECG and intracardiac signals. Additional information received on (B)(6) 2012 stated the noise occurred on both the carto system and the ep recording systems. The signals were not interpretable. The navistar thermocool catheter was also replaced and the issue was resolved. The procedure continued without any further issues and was completed without patient's consequence. Upon receipt, the device was visually inspected and it was found in normal conditions. The catheter was electrically tested and it passed specifications. The device history record could not been reviewed since the lot # of this product was not provided when event reported. The customer complaint cannot be confirmed.